Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown.

Event description:
It was reported that the stuck button alarm reoccurred and the alarm was unable to be cleared. There was no reported adverse impact to the customer. Reportedly, the customer reverted to an alternate method of insulin therapy.